Manufacturer narrative:
(B)(4). The customer returned multiple components of the catheterization device, including the hub, needle cannula , and catheter, for analysis. Definite signs of use were observed within the needle and chamber. Visual inspection confirmed the cannula was completely separated from the hub. No obvious signs of white adhesive particulate were present on the needle cannula or hub. The inner diameter of the needle hub measured 0.035", which is within specifications of 0.0345-0.0350" per hub graphic. The outer diameter of the cannula measured 0.0323", which is within specifications of 0.0320-0.0325" per cannula graphic. Functional testing cannot be performed as a part of this complaint investigation due to the damage to the needle. A device history record review was performed, and no relevant findings were identified. The customer report of a needle cannula separated from the hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. Microscopic examination revealed that there was little to no adhesive residue on the proximal end of the cannula or in the hub. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the needle hub was found separated during used on the same patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the needle hub was found separated during used on the same patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the needle hub was found separated during used on the same patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.